Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had minor skin burns on their forehead as a result of using the forehead sensor. There was no reported patient outcome.